Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system various cardio programs no longer start. Upon further inspection, fse confirmed that the error and coro programs were not selectable. During troubleshooting actions performed, fse corrected the database with the help of tsi and the data backup was performed. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.